Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a couple days after implant the patient noticed extreme pain in hands and neck. The patient stated there was no issue with the therapy and it was working fine. There were no falls or trauma noted to be related and no troubleshooting had been tried. The patient was redirected to their healthcare provider to see if the issue was related to their interstim device. The pain was noted to be sudden. No further complications were reported.